Event description:
Device 1 of 2. Reference MFR report# 1627487-2011-04675. The pt received her scs system, including 4 leads on (B)(6) 2009 (2 sets of leads with the same lot number). It was reported the pt had two leads replaced and the physician moved the leads lower on the pt's brow (off-label use). The other two leads (device 2) were replaced and positioned higher for coverage. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.